Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex g code.

Event description:
It was reported that a nurse had reported a potential ¿rate error¿ on a night shift related to a decimal point. The nurse stated the nurse was to program 19.8ml/hr, but then it looked like 198ml. When the nurse went in the room, the bag appeared to have infused at the higher rate. It was unclear if it was programmed incorrectly or if the decimal point was missing from the pcu screen and it only looked like the rate was 198ml/hr. The hospital escort reviewed recent med safety reports but could not find this error recently reported. No further information available at the time of the interview. Information on patient impact is unknown. Although requested further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a nurse had reported a potential ¿rate error¿ on a night shift related to a decimal point. The nurse stated the nurse was to program 19.8ml/hr, but then it looked like 198ml. When the nurse went in the room, the bag appeared to have infused at the higher rate. It was unclear if it was programmed incorrectly or if the decimal point was missing from the pcu screen and it only looked like the rate was 198ml/hr. The hospital escort reviewed recent med safety reports but could not find this error recently reported. No further information available at the time of the interview. Information on patient impact is unknown. Although requested further information was not provided.